Manufacturer narrative:
Our investigation is pointing to a missing component in the rail system that is designed to stop the lift motor from detaching from the rail system at the rail end. When hill-rom technician inspected the installation the end stop was present, but hill-rom suspects this was installed after the incident and before our investigation was conducted. Although we do not promote our product to be used in competitors rail systems our investigation has concluded that if the end stop was present the lift motor not have detached.

Event description:
It was reported to hill-rom that an overhead stationary lift installed in a pool area detached from the overhead rail system and fell into the pool. In the report it was stated to hill-rom that non-professionals were horseplaying with the lift at the time of the incident. During investigation, it was found that the lift was installed in a non-compatible competitors rail system. No injury was alleged.